Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty switch could not be identified. However, it¿s likely the cause is related to the operating force applied to the power switch and the number of times that the switch was pressed exceeding the original assumption. It was confirmed that the design of the power switch was changed in order to enhance the resistance. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center power button is stuck in. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty switch. In addition, bad locking mechanism was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.